Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise resulting in multiple inappropriate shocks across multiple episodes. The patient was noted to have been sleeping and watering flowers at the time of the delivered shocks. Device data was sent to technical services (ts) for review. Data review determined the cause of the reported noise was attributed to the sense b node. The r-wave amplitude was also noted to be low. Ts provided programming options and recommended further system evaluation to attempt to recreate noise. This system was deactivated at the request of the patient. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise resulting in multiple inappropriate shocks across multiple episodes. The patient was noted to have been sleeping and watering flowers at the time of the delivered shocks. Device data was sent to technical services (ts) for review. Data review determined the cause of the reported noise was attributed to the sense b node. The r-wave amplitude was also noted to be low. Ts provided programming options and recommended further system evaluation to attempt to recreate noise. This system was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output; however, during testing a high current drain was noted. Although the s-ICD did not exhibit noise, oversensing, or inappropriate therapy in the laboratory setting, engineers suspect there may have been a problem with the electrode/s-ICD interface, resulting in transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode (sense b). These changes in the impedance pathway may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This device had not yet reached battery replacement time but did exhibit premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise resulting in multiple inappropriate shocks across multiple episodes. The patient was noted to have been sleeping and watering flowers at the time of the delivered shocks. Device data was sent to technical services (ts) for review. Data review determined the cause of the reported noise was attributed to the sense b node. The r-wave amplitude was also noted to be low. Ts provided programming options and recommended further system evaluation to attempt to recreate noise. This system was explanted and replaced. No additional adverse patient effects were reported.